Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the system 9733560 fusion em (serial #: (B)(4)) found no failure, as the device passed the work order. Product event summary #fusion could not track suction product analysis #(B)(4): mnav comment subject: work order (B)(4). Mnav comment ID: (B)(4). Mnav comment: summary: work order passed if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that after registering they were not able to track the suctions. They were able to track the registration probe in port one but not the suction in port two. They switch the reg probe and instrument tracker to port two and were able to track it. They opened 3 new instrument trackers and were not able to track any of them. They pulled the instrument off the tracker and held the emitter to see if it would track and it would not. They eventually used the instrument tracker on the registration probe to continue. Less than an hour of delay and no impact to patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.